Event description:
It was reported to philips that the shutters were unavailable, preventing imaging. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnosis procedure was performed when the issue happened. The procedure was completed by moving the patient to another room and using another system. A field service engineer (fse) examined the system onsite and confirmed the reported issue. After reviewing the log, fse found unavailable flat detector diagnostics. Upon troubleshooting, fse no image displayed on x per modules, errors on shutters, wedges, and invalid settings block x-ray functionality. The fd connection issues were traced to a faulty nc power supply. To resolve the issue fse replaced faulty power supply and return the part for further analysis and the component found defective with electrical defect. After the replacement of faulty nc power supply, the system was returned to use in good working order. The codes were updated based on the investigation outcome.